Manufacturer narrative:
Per report, "customer spoke with product support for troubleshooting. Customer's mph1540 recently started giving readings ~100 points higher than she usually sees. Customer states that she has been testing her blood sugar for years so it's reasonable to assume she knows what her sugar usually is and is aware of what high blood sugar symptoms feel like. She states that she does not feel that she has high blood sugar when she receives readings that say her sugar is 200+. I confirmed with her that the test strips are unexpired. She seemed to be running her tests properly. It seems that the meter is malfunctioning by giving unusually high readings, which is a concern as that can lead to incorrect insulin dosing. Please replace both meter and test strips since I could not determine with certainty whether the meter or the test strips were the issue." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer spoke with product support for troubleshooting. Customer's mph1540 recently started giving readings ~100 points higher than she usually sees. Customer states that she has been testing her blood sugar for years so it's reasonable to assume she knows what her sugar usually is and is aware of what high blood sugar symptoms feel like. She states that she does not feel that she has high blood sugar when she receives readings that say her sugar is 200+. I confirmed with her that the test strips are unexpired. She seemed to be running her tests properly. It seems that the meter is malfunctioning by giving unusually high readings, which is a concern as that can lead to incorrect insulin dosing. Please replace both meter and test strips since I could not determine with certainty whether the meter or the test strips were the issue."